Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported event of wireless communication problems was not confirmed. As received, the device output and telemetry communication were normal. Device image analysis indicated elevated current drain during the implant duration due to increased duty cycle of the internal circuitry caused by the firmware resulting in the reported event. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. The device was cut open to enable further testing and battery was confirmed to be at near end-of-service level. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker exhibited premature battery depletion and radio-frequency telemetry lockout. The pacemaker was removed and replaced. The patient was stable.